Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. (Model number, lot number), are unknown. No information has been provided to date.

Event description:
It was reported that there was moisture on the filter of the tubing of a pump infusing the medication. A nurse discovered instead that there was a crack in the filter and drug noted on a tissue after the area was wiped. A new bag of drug was made and new tubing was used to administer the dose. The medication runs twenty-four hours. No harm noted to the patient. Blood cultures were drawn as a precaution.

Event description:
Additional information was received via email from customer on (B)(6) 2022 and attached by the manufacturer to the complaint object: patient: is 18-64 years of age. Updated patient's sex in attribute.

Manufacturer narrative:
B3: sex: updated with additional information received. B5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: no product or photographic evidence were provided to aid in this investigation. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).